Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that insulin had leaked into the cartridge compartment of the infusion device. The lot number was not provided. No adverse event was reported. The insulin cartridge was not requested to be returned for product evaluation.